Event description:
On january 30, 2025, neotract has been made aware that ¿a patient underwent an urolift procedure on (B)(6) 2024. Four days after the surgery, the patient passed away. According to the physician, the patient¿s death was not directly related to the urolift procedure. Post-procedure, the patient experienced some bleeding; however, bladder irrigation and reflux were smooth, and no issues with vital signs were reported. The patient was discharged the following day, (B)(6) 2024, with a urine output of 750 ml. During hospitalization, the patient experienced straining and was administered diclofenac twice. On the third day post-procedure, the patient returned to the hospital with hematuria. No abnormalities in vital signs were noted, bladder irrigation was smooth, and a one-liter reflux was performed. The hematuria improved to a mild level, and the patient was discharged, however, later that night, the patient¿s family discovered him deceased. The autopsy revealed that the suspected cause of death was hemorrhagic shock, and that the urethral catheter had migrated into the abdominal cavity, however, only approximately 100 ml of fluid had accumulated in the abdominal cavity. According to the physician, this did not appear to be an issue related to the urolift procedure. The physician interpreted the catheter¿s displacement as having occurred due to straining, leading to its migration into the prostate bed and subsequently into the abdominal cavity due to an external factor. In the physician's opinion, the death was not directly related to the procedure." Additional information received on february 10, 2025, indicated that ¿the suspected cause of death was hemorrhagic shock. The urinary catheter had migrated into the abdominal cavity, with approximately 100 ml of fluid retention, though no information on the fluid characteristics was available. Regarding implant placement, the 1st and 3rd implants were positioned at 2 o¿clock (proximal and distal, respectively), while the 2nd and 4th implants were at 10 o¿clock (proximal and distal, respectively). The 5th was placed proximal at 3 o¿clock and the 6th implant was placed at 9 o¿clock (proximal), stacking. Hyperplasia was noted in the middle site. The 7th implant was positioned in the left lobe, mid-drooping ventrally, and the 8th implant in the right lobe, mid-drooping ventrally. Laboratory tests showed hct/hgb levels of 12.2 g/dl pre-surgery and 10.8 g/dl on post-operative day 1. The patient had a history of hypertension, heart failure, and dementia.¿